Event description:
Lasik treatment preformed. I now have adverse effects with vision in dim lighting and night driving. The facility that preformed my treatment was not transparent of the possible side effects after laser procedure. I would not recommend this facility or procedure. Lasik plus. FDA safety report ID# (B)(4).